Event description:
Customer reported that the screen was scratched and hard to read. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.